Event description:
Caller indicated the assure pro meter was reading high. Marlene is the don at the facility. They had a resident in 2008 that had a high reading. At 8:32 pm, resident read 370 on the assure pro meter, this seemed too high for this resident, so they retested on a on meter with the same blood drop and it read 204. They gave meds based on the meter. Regular insulin 2 units. Pt was fine.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to spec.